Manufacturer narrative:
The customer's report that the bifuse set leaked was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a crack on the the female end of one of the two connectors. Examination under magnification showed the crack was along the top of the connector and extending along the collar threads in the direction of fluid flow. No other obvious damage or issue was observed. The crack is considered as evidence that the integrity of the maxzero body may have been compromised. Functional testing confirmed leaking from the crack. The cause of the leak was due to the observed crack along one of the two connector's female access. The root cause of the observed damage was not identified.

Event description:
It was reported that there was a bifuse leak. The event occurred during patient use. Customer unable to provide medication/fluid that leaked at the time of the event. It was reported that patient involvement is under investigation with no update at this time. There was no harm to the user.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient information provided.

Event description:
It was reported that there was a bifuse leak. The event occurred during patient use. Customer unable to provide medication/fluid that leaked at the time of the event. It was reported that patient involvement is under investigation with no update at this time. There was no harm to the user.